Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the surgeon was unable to attach the glenosphere to the metaglene. The device associated to the complaint were returned for analysis. The visual analysis carried out on the 2 returned glenosphere show a deterioration of the thread of the fixing screw of the glénosphère (deterioration indicating an assembly not in the axis). Visual analysis on the returned metaglene shows deterioration in the internal thread which is no functional. The deterioration should occur during installation. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, from an assembly not in the axis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon was unable to attach the glenosphere to the metaglene. He tried multiple things to attach/screw in 42mm diameter eccentric glenosphere to the metaglene, with no success. Surgeon then tried to use a 38mm glenosphere, but it did not attach. He used guide wire in both situations. Der confirms there was no soft tissue or bone impingement. Once the metaglene was replaced, the new glenosphere attached without a problem. The 38mm glenosphere; however, would not attach to the metaglene replacement as they believe the threads on the glenosphere became damaged.